Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received full fired. The sulu was reset and instrument was cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a hartmann procedure. On the first squeeze, the surgeon confirmed that the retaining pin came out. The surgeon fired the device, even though the surgeon noted resistance from the handle was slightly insufficient. Becausethe handle locked properly after firing, the tissue was cut. The surgeon pushed the release button and discovered no staples had deployed. To correct the issue, the tissue was manually sutured. No patient injury. There was an extension in surgical time of 30 minutes or more. Patient status is no problem. Immediately after the event, the surgeon fired the device again and saw that it was able to deploy staples.